Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump shut off without warning. The customer¿s blood glucose level was 16.8 mmol/l at the time of the call. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Unit functioning properly. Active current-188; sleep current- .054; displacement test- 0.03510. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.